Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient is scheduled for a left knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain, swelling and difficulty ambulating. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, unknown zimmer patella catalog #: ni lot #: ni. Medical records were reviewed, however, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.